Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing performed included leak testing, clear passage test, and clamp function testing was completed with no issues noted. In addition to testing per specification; integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not get completely connected with the titanium adapter. When the nurse was changing the transfer set for the patient, they could not get it to screw on completely to the adapter. The issue was resolved with the use of another transfer set and there were no issues with the titanium adapter which was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.